Event description:
Reporter stated that medical attention was sought on (B)(6) 2019 around 6:30pm at the end-user's home. Caller stated that the end-user tested her blood glucose and received a result of 95mg/dl about 20 minutes after testing the end-user appeared incoherent and , couldn't remember name and birthday, he had her sit on the couch and she started shaking. Another blood glucose test was performed with the prodigy meter with a result of 210mg/dl. The caller stated that he called the paramedics, who arrived in about 5 minutes. The end-user did not consume any food or medication while waiting for paramedics. When the paramedics tested her blood glucose with their meter they received a result of 37mg/dl. The paramedics gave her a sugar pill and set up her IV and transported and her to the hospital for having low blood glucose. Upon arriving at the hospital, the end-user had a blood glucose of 60mg/dl. Caller stated the hospital gave her an injection for her low blood sugar but does not know what it was. The end-user was also given medicine for nausea. The end-user was at (B)(6) hospital located at (B)(6). The end-user has a sliding scale for insulin that goes as follows: novolog 3 times a day 6 units at breakfast ,5 units at lunch, 5 units at dinner sliding scale: 1 unit 151-200mg/dl 2 units for anything over 200mg/dl. Toujeo 18 units at night.